Event description:
Related manufacturer reference number: 2017865-2022-22249. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) and right ventricular (rv) leads were found to have exhibited over-sensing of noise, resulting in pacing inhibition. Surgical intervention was discussed, but was not yet performed. The patient was stable throughout.

Event description:
New information received notes that pacing inhibition was noted during isometrics and was also recorded on stored egms.